Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary sinus leads were explanted due to an infection in the patient's device pocket. No further adverse patient effects were reported. A request was made for product return. A new system was implanted on the patient's right side.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those reported by the customer were found in meter memory however, they were located outside the ten minute time frame. This is a final report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lots reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
It was reported that on (B)(6) 2010, a non-abbott stent was placed in the left anterior descending (lad) and a perforation occurred. The jostent graftmaster was successfully placed and sealed the perforation. The patient left the cath lab and later the patient's blood pressure dropped. The patient was taken back to the cath lab and the lad was found to be closed down. Another non-abbott stent was deployed, pericardiocentisis was performed and the patient was placed on an intra-aortic balloon pump. On (B)(6) 2010 the patient died of a cardiac death. No additional information was available.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: regarding the readings received within ten minutes (200 mg/dl and 160 mg/dl), results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant.

Event description:
A customer reported that on (B)(6) 2010 at 1:00 am, she received within ten minutes the readings of 200 mg/dl and 160 mg/dl on her freestyle blood glucose meter, however, it is unknown which test strip lot was used to obtain both readings. The customer also reported that on the same day and time she felt hot and experienced tachycardia and diaphoresis. The customer reportedly lost consciousness, but no third-party medical intervention was required. Although the customer reported, she took insulin and this was not a change to her normal medication, it is unknown at what time the insulin was taken. The customer further reported she drank a beverage to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.